Manufacturer narrative:
Product complaint # ==>(B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information ¿ the initial reported lot number, rpbbl6c0, was reported to be invalid. What is the lot number invalid in this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a radical hysterectomy procedure on (B)(6) 2023 and a suture was used. When the surgeon sutured the cervical stump to the patient, the first stitch was sewn, and the suture broke when tying the knot. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested